Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the pump black box data showed evidence of discharged batteries being installed in the pump. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks. There was moisture corrosion observed inside the battery compartment. During testing, the pump powered on to the verify screen with vibrations functioned properly. The pump audio tones were not functioning. A leak test was performed and a battery compartment leak was found. Current draws measured within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The piezo contacts in the audible tones circuit were found to be misaligned; when the contacts were realigned, the pump's audio tones functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.